Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-05836, 2134265-2012-05837. It was reported that during a coronary artery stenting treatment procedure, the stent was not fully expanded. In (B)(6) 2008, the patient presented with dyspnea on exertion and was subsequently diagnosed with stable angina (ccs classification 2) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x16mm ion stent. Following angiography revealed "the stent itself have not been completely dilated at the proximal edge". Due to more proximal disease, a second 3.00x8mm ion stent was placed proximally to the previous stent with a small area of overlap. Following post-dilation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.